Manufacturer narrative:
The account contacted the siemens customer care center (ccc). Based upon the information provided the cause of the discordant low ca results is the acceptance of a calibration with qc out of range. Instrument log data shows l2 signal results indicate poor chemistry 1 calibrator preparation. The customer care center instructed the customer to follow the chemistry 1 calibrator instructions for use (IFU) reagent preparation instructions: "allow chem 1 calibrator to thaw and equilibrate to room temperature (22 - 28 c) for one hour. Before use, gently invert the calibrator vials at least 10 times to ensure the contents are thoroughly mixed. Do not vortex." The issue was resolved when the customer recalibrated calcium with fresh thawed and mixed calibrator following IFU instructions. Calibration and qc now passed. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low calcium (ca) results were obtained on qc and patient samples on the dimension vista 500 system immediately after calibration of a new calcium reagent lot. Patient results were reported. The same samples were rerun on the same instrument after recalibration with newly prepared chemistry I calibrators and higher results were obtained. One of the patient samples was repeated on an alternate instrument. Corrected results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant low ca results.